Event description:
Two jetstream g2 catheters were used to treat a long calcified segment in the sfa. The physician noted that the first g2 device was difficult to advance and retract smoothly over the guidewire. There is also mention, in the summary of the case, that the heat shrink kinked causing a pinhole in the catheter (in the portion outside of the body) probably due to incorrect use of the device. The device was withdrawn and a second g2 catheter was used, followed by balloon angioplasty. A post procedure angiogram revealed distal emboli that was successfully treated using an export catheter. The patient was discharged home with no further complications. The physician reports that he cannot determined what caused the emboli as the angiogram showing the emboli was not taken until after both g2 devices and the balloon were used. Reference medwatch report, MFR report # 3003603429-2009-00025, for the second g2 device used in this case.

Manufacturer narrative:
The jetstream g2 catheters were discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.